Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. Analysis of the system log file showed that the x-ray pc was unreachable for certain time. During troubleshooting, the fse identified an issue with the power supply of the hdd (hard disk drive) in the x-ray pc. The fse reset the power supply of the hdd. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not switching on. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.